Manufacturer narrative:
A review of the package, assembly, and ro banding process device history records and inspection records was conducted and there were no deviations, non-conformances, or anomalies noted. The pull test inspection values were greater than the minimum 10n requirement. A review of returned product from the customer was performed. Based on review of the sample, the outside of the ro band was sufficiently bonded to the catheter. The inside of the ro band did not have a sufficient bond to the catheter. A ro band bonding pirf platform is used to bond the proximal (hub) and distal (pigtail) sections of the catheter. An insufficient inner bond would be caused if the ro band and catheter were not loaded all the way into the ro band bonding pirf platform. A manufacturing corrective action was implemented in (B)(4) 2015 that included operator training for proper loading of the ro band and catheter combination into the ro band bonding pirf platform along with label placement above the right pressure clamp of the ro band bonding pirf platform for the right pressure clamp head pin to be inserted facing left in order to limit hemostat travel space until it contacts the right side clamp during the bonding process.

Manufacturer narrative:
A review of the package, assembly, and ro banding process device history records and inspection records was conducted and there were no deviations, non-conformances, or anomalies noted. The pull test inspection values were greater than the minimum 10n requirement. A review of returned product from the customer was performed. Based on review of the sample, the outside of the ro band was sufficiently bonded to the catheter. The inside of the ro band did not have a sufficient bond to the catheter. A ro band bonding pirf platform is used to bond the proximal (hub) and distal (pigtail) sections of the catheter. An insufficient inner bond would be caused if the ro band and catheter were not loaded all the way into the ro band bonding pirf platform. The investigation is ongoing, and a follow-up report will be filed with the completed evaluation and the actions being taken to address the issue.

Event description:
The physician placed the 40cm skater biliary drainage on (B)(6) 2016 without any difficulties. On (B)(6) 2016 the patient came back to check if the biliary tree was decompressed. Now the catheter was in 2 pieces. It was broken exactly at the marker. The physician had to get the distal end of catheter out of the patient. He used the suture portion of the catheter to pull, and enlarged the entry hole with a small moskito clamp. He then placed another 8f/40cm skater biliary, which was removed the day after without problem.